Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -7.50 diopter, in the patient's right eye (od) on (B)(6) 2015. The patient is experiencing issue with vision when it is dark. The lens remains implanted at the time of this report. The patient's post-op uncorrected visual acuity was 20/15.

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot.(B)(4).